Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a fusiform 6.2 cm diameter x 6.1 cm long thoracic aortic aneurysm at zone 1. The healthy thoracic aorta had a proximal diameter of 40 mm and a distal diameter of 33 mm, and there was no thrombus or calcification. It was reported that first a (B)(4) stent graft was implanted; however, during its deployment, it covered stent misaligned but was able to be corrected (MFR report # 2953200-2011-01475). A (B)(4) stent graft was then deployed at the ostium of the innominate artery, and two of its bare springs misaligned around the ascending aorta (MFR report # 2953200-2011-01476). The physician then pulled the stent graft back and implanted it into the position of the distal (B)(4) stent graft. The physician then deployed a second (B)(4) stent graft, which also misaligned (MFR report # 2953200-2011-01477); the misaligned bare spring was located within one of the previously-implanted stent grafts. A proximal type I endoleak was observed at the final angiography. No further intervention has been performed. No additional clinical sequelae were reported, and the patient is fine. An internal review of several segments of the implant angiogram could not determine the exact cause of the misaligned deployment; however, it was noticed that the user seemed to wait too long to pull back the device, after the bare spring had inverted. It was confirmed that all three devices deployed misaligned.

Manufacturer narrative:
(B)(4). Results: (endoleak). Results and conclusions: (implantation of the stent graft in zone 1).